Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, at the time of cutting the stomach, the staple line bled more than usual. The surgical time was extended 30 minutes or more and it was reported that greater attention was given to the patient in the hospitalization. The surgeon used clips and sutures to stop bleeding from the stapling line.